Event description:
The customer reported via phone call inidcating that the insulin pmp alamr button error. Customer's blood glucose was 180 mg/dl. The customer was advised to discontinue use of the device and revert to a back up plan. Customer was advised tha the device would be replaced and abreed to return the product for analysis. The customer also reported that the insulin pump had a batery out limit alarm. The customer was advised to monitor the insulin pump and time battery changes carefully.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.